Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported the cause was not determined, but the stimulator turned back on all by itself later that night. The pt called their rep for assistance, but was unable to meet and tried to troubleshoot with the patient without success. The pt was later able to meet with the rep and they checked the settings and could not determine the issue. Weight was asked, but not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6)2024 : information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller reported that since they were implanted with their ins, they have experienced times where stimulation shuts off, then turns back on and pt feels an increase or "vroom" of stimulation. Caller explained that the last time it happened was about 2 weeks ago and pt was at the store. Caller stated that one time they were painting and felt stimulation turn off, then they were taking a shower and 30 minutes later stimulation turned back on and pt felt a "vroom" of stimulation. Pt explained that they normally feel stimulation and described it as a soft background feeling. Caller stated that they use stimulation 24/7 because they deal with leg pain. Caller met with a manufacturer representative (rep) and was told that there is nothing wrong with the ins. Reviewed information and instructed caller to continue to follow up with their healthcare provider (hcp) regarding the matter. Caller also noted that their ins is implanted on the left side of their abdomen. Caller stated they have had nothing but problems with their ins since having it replaced. On (B)(6) 2024 : additional information was received from a manufacturer representative (rep). The rep reported that they met with the pt. Rep saw no issues with the system. After speaking with the pt, it appears they had inadvertently turned off stimulation.